Event description:
A caller reported experiencing a cartridge alarm on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the caller on necessary steps to take with the replacement pump, including software updates and returning the old pump. The caller understood all instructions provided, including storing and returning the old pump, and the replacement was sent without requiring a delivery signature.